Event description:
It was reported, the patient¿s system worked and the patient used it for a while, maybe a year, then it ¿kind of sat in his body and it was messing with him too much.¿ it was working fine for a year and a half, but then it kept having to be reprogrammed. The patient was reprogrammed a million times and it was not doing what it used to do. The patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) had been off for 4-5 months. It was not working for the patient. The patient had always had ongoing pain and his body and his body had a lot of metal in it. That was reportedly why the patient had the implant. The patient started seeing a new physician. They took an x-ray and said the ¿leads were messed up¿ and ¿not aligned. The patient did not know when that happened, if anything it was just moving around in bed. The patient noted he had one ¿that had 3 leads.¿ it was noted ¿they told the patient his wires had been moved¿ and that was why he hadn¿t been getting the right coverage. The patient hadn¿t been getting good results for about a year. The patient had been having more problems in his lumbar and neck area and it required MRI instead of CT scans. The patient was going to have it taken out so that he could get an MRI. The patient reportedly needed to get a lot of mris and was inquiring about MRI compatible systems. The system was ¿just sitting there not doing any good¿ so the patient go approval to take it out. The patient still had concerns with his device or therapy, but had not sought further help. The patient noted ¿it was getting better.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3487a-56, lot# v831346, implanted: 2012 (B)(6) product type lead product ID 3487a-56, lot# v831346, implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3487a-56, lot# v831346, implanted: 2012 (B)(6); product type lead product ID 3487a-56, lot# v831346, implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37754, serial# (B)(6), product type recharger (B)(4).